Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -19.00/+3.0/078 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2011. The lens was reported as refractive change overtime and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Manufacturer narrative:
B5- the reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -19.00/+3.0/078 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6)2011. Per email a lens repositioning was done on (B)(6) 2016. The lens was reported as refractive change overtime and the lens remained implanted. Additional information has been requested but none has been forthcoming. Claim# (B)(4).